Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The customer conducted troubleshooting with technical support over the phone. Technical support recommended replacing the flow sensor assembly. The customer reported that replacing the flow sensor resolved the reported issue.

Event description:
It was reported that the air flow of a v60 ventilator was measuring at 5 when set to 0. The ventilator was not in use on a patient at the time of the reported event.